Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high triglycerides and high blood glucose. The blood glucose reading was between 250-338mg/dl. The customer stated that she was on the insulin pump for the basals and used manual injections for a week. The customer was in pain and then she was taken to the emergency room. Troubleshooting was performed. Ran a fixed prime test and passed. No further information was provided.